Event description:
The reporter states that she obtained a 42 mg/dl and 123 mg/dl blood glucose comparison on the accu-chek compact plus system. The results were obtained within a 10 minute timeframe. The reporter states that she felt tired with the 4 mg/dl blood glucose result. No reported actions or treatment. No adverse event reported. New system sent and return requested.